Event description:
It was reported that while transferring a patient, a nurse was hit by the transfer board. Reportedly, she bit through her lip and required sutures. It was reported that the patient surface may have been wet due to the lithotripsy procedure.